Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that it was attempted to reposition the lead, which had dislocated. Touhy needle and green-blue bent stylet from another lead set were used. However, the implanter was unable to steer the lead toward the intended position. The lead tip did not turn despite rotating the stylet at the proximal lead end and turning the lead manually at the touhy needle exit point. So it was decided to replace the lead, which could be positioned without difficulties. Issue was resolved. The patient was fine and receiving therapy. Additional information received clarified that the lead dislocated during the initial implant procedure while anchoring. But since the needle had already been removed, the lead could not be positioned back to its original position. Physician decided to leave it as is and start trial anyways. After 1 day of trialing it showed, that paresthesia did not reach the foot and stimulation did not reduce the pain. So another procedure was scheduled for feb 19th, where the was placed at l1 vertebrae, 3 levels lower than before. Now paresthesia covered the foot perfectly. The cause of the lead not being steered back into place was unknown.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6) ubd: 11-apr-2028, UDI#: (B)(4). H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device analysis for lead (B)(6) revealed the distal end of the lead is bent; however, electrical testing of the lead segments determined that continuity was complete and there were no electrical shorts between the circuits. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data- h6 e2403 has been removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.